Event description:
Pt self tester alleging discrepant values. Inratio: 2.3, lab 10.6. Time between tests 1 hour. Inratio: 2.4, lab: 9.3; time between tests 1 hour. Pt's therapeutic range not provided.

Manufacturer narrative:
Investigation pending.